Event description:
It was reported that a patient underwent a laparoscopic supracervical hysterectomy on (B)(6) 2010. During the procedure, after the physician was using the device for five minutes, the blade would not expose. A new like device was opened and used to complete the case with no adverse patient consequences.

Manufacturer narrative:
(B)(6) blade will not advance. Conclusion: the product upon which this medwatch is based, is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.